Event description:
On (B)(6) 2011, dr. (B)(6) from (B)(6) hospital in (B)(6), contacted salter labs to notify salter and to ask what chemicals the pt could have inhaled as a result of the following event: infant pt (name, age, and family contact info unk) on oxygen therapy with cannula was dragging on the ground and came into contact with a lit cigarette. The cannula caught on fire. The pt was transported to the hospital. Salter labs informed dr. (B)(6) of the msds info for the cannula product, which included (B)(6). Dr. G reported that the pt was now "doing fine." On (B)(6) 2011 salter contacted the hospital several times in an attempt to determine pt's status and whether the product is available for return and analysis. On (B)(6) 2011, nurse (B)(6) informed salter that the pt had been discharged and is "doing fine"; however she stated she did not know if the product was available for return. Product not returned to date. This is an interim report.